Event description:
The customer reported the system's audible alarm could be heard along with displaying black and white blooming images. No report of customer injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Following various inspections the failure could not be identified. However, the representative regreased the high voltage cables to ensure future functionality. The system was tested and found to be working as intended, and put back into service.